Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient presented emergently in a shock state. During the index procedure, hemorrhage in the peritoneal cavity did not cease after the device was implanted. The physician elected to convert the patient to open surgery to remove the hematoma. The physician opened the incision and identified an endoleak from the stent graft. The stent graft was explanted and replaced with an artificial blood vessel prosthesis. After the blood vessel prosthesis was implanted, the patient was entered to the intensive care unit. However, the patient went into shock again and expired the following day. The cause of the event is unknown. There is no further information available. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.